Event description:
It was reported that during testing, the right ventricular (rv) lead exhibited high and out of range impedance in unipolar and bipolar configurations. It was also noted the lead exhibited increasing thresholds. The lead was not replaced due to an inability to gain venous access and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.